Event description:
A clinic manager reported that the equipment that the equipment would not cut and vacuum at the same time during a vitrectomy procedure. The functions would only work one at a time, and then they stopped working all together. Another pak was opened to complete the procedure. There was no harm to the patient. This is the first of two reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).